Manufacturer narrative:
H6: the prosthesis wear reported cannot be confirmed as the devices remain implanted and no relevant clinical information has been provided. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(6) 02-010-03-0330 - logic cr femoral cem, right, sz 3; (B)(6) 200-02-35 - three peg patella 35mm; (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm; (B)(6) 204-70-00 - tibial stem ext. Screw; (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t pending investigation. There is no other information available.